Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("an allergic reaction to nickel"), weight increased ("weight gain"), diarrhoea ("diarrhea") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, weight increased, diarrhoea and procedural pain was resolving. The reporter considered allergy to metals, diarrhoea, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant and severe)/ pelvic pain") in a 44-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee injury and dysfunctional uterine bleeding. Concurrent conditions included back pain and irritable bowel syndrome. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide w/formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverin (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (realist), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol (ventolin), simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2015, the patient had essure inserted. In may 2015, 1 day after insertion of essure, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy/"). In may 2015, the patient experienced hot flush ("hot flashes"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), dermatitis contact ("rashes/rashes from nickel"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)/ abdominal pain"). On (B)(6) 2016, the patient experienced diarrhoea ("diarrhea/ chronic iarrhea"), abdominal distension ("bloating") and nausea ("nausea"). On (B)(6) 2016, the patient experienced weight increased ("weight gain (gained 50lbs from placement to removal)"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("anxiety"). The patient was treated with tizanidine hydrochloride (zanaflex), methylcellulose, antipropulsives, loperamide hydrochloride (imodium), sertraline, sertraline (zoloft), lorazepam (ativan), betamethasone dipropionate (diprolene), betamethasone and surgery (bilateral salpingectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. In march 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the allergy to metals, procedural pain and anxiety was resolving and the hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, dermatitis contact, skin disorder, vaginal discharge and hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis contact, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, nausea, pelvic pain, procedural pain, skin disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs CT abdomen and pelvis without contrast: findings: abdomen: the visualized lung bases are clear. The nonclistended stomach appears grossly normal. The liver is homogeneous, without evidence of a mass most recent follow-up information incorporated above includes: on (B)(6) 2018: concomitant disease was added. Added event hot flashes. Update event and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left side, the complete spring portion of essure device did not come out intact so harmonic was used to remove/ essure springs: multiple (3) metallic springs") and pelvic pain ("severe pelvic pain/ pain (constant and severe)/ pelvic pain") in a 43-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, dilatation and curettage, novasure ablation at the time of essure insertion done" on (B)(6) 2015. The patient's past medical history included knee injury, dysfunctional uterine bleeding, dysuria, muscle weakness lower limb, pneumonia, upper respiratory infection, bronchitis, enteritis, perleche, contusion, laryngitis, hyperlipidemia and smoker. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included back pain, irritable bowel syndrome, acute cystitis (acute cystitis without hematuria) and uterine fibroid. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide w/formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverine (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (relistor), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol (ventolin), simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy/"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), dermatitis contact ("rashes/rashes from nickel"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)/ abdominal pain"). On (B)(6) 2016, the patient experienced diarrhoea ("diarrhea/ chronic iarrhea"), abdominal distension ("bloating") and nausea ("nausea"). On (B)(6) 2016, the patient experienced weight increased ("weight gain (gained 50lbs from placement to removal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with tizanidine hydrochloride (zanaflex), methylcellulose, antipropulsives, loperamide hydrochloride (imodium), sertraline, sertraline (zoloft), lorazepam (ativan), betamethasone dipropionate (diprolene), betamethasone and surgery (bilateral salpingectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the device breakage, hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, dermatitis contact, skin disorder, vaginal discharge, hot flush and urinary tract infection outcome was unknown and the allergy to metals, procedural pain and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs CT abdomen and pelvis without contrast: findings: abdomen: the visualized lung bases are clear. The nonclistended stomach appears grossly normal. The liver is homogeneous, without evidence of a mass us pelvis with transvaginal: suspect 3 mm benign-appearing endometrial canal cyst. Multi fibroid uterus (B)(6) 2017: surgical pathology report: final pathologic diagnosis: bilateral fallopian tubes: two segments of fallopian tubes, benign. Essure springs: multiple (3) metallic springs, gross examination only . Concerning the injuries reported in this case, the following one was reported via social media: urinary tract infection concerning injuries reported in this case the following ones were described in patient medical records: device breakage, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: medical record received: event left side, the complete spring portion of essure device did not come out intact so harmonic was used to remove/ essure springs: multiple (3) metallic springs, hysteroscopy, dilatation and curettage, novasure ablation at the time of essure insertion done were added. Relevant lab data, concomitant condition, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant and severe)/ pelvic pain") in a 44-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee injury and dysfunctional uterine bleeding. Concurrent conditions included back pain and irritable bowel syndrome. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide w/formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverine (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (relistor), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol (ventolin), simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2015, the patient had essure inserted. In may 2015, 1 day after insertion of essure, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy/"). In may 2015, the patient experienced hot flush ("hot flashes"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), dermatitis contact ("rashes/rashes from nickel"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)/ abdominal pain"). On (B)(6) 2016, the patient experienced diarrhoea ("diarrhea/ chronic iarrhea"), abdominal distension ("bloating") and nausea ("nausea"). On (B)(6) 2016, the patient experienced weight increased ("weight gain (gained 50lbs from placement to removal)"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with tizanidine hydrochloride (zanaflex), methylcellulose, antipropulsives, loperamide hydrochloride (imodium), sertraline, sertraline (zoloft), lorazepam (ativan), betamethasone dipropionate (diprolene), betamethasone and surgery (bilateral salpingectomy to remove essure on 03-mar-2017). Essure was removed on (B)(6) 2017. In march 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the allergy to metals, procedural pain and anxiety was resolving and the hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, dermatitis contact, skin disorder, vaginal discharge, hot flush and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis contact, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-aug-2015: total bilateral occlusion current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs CT abdomen and pelvis without contrast: findings: abdomen: the visualized lung bases are clear. The nonclistended stomach appears grossly normal. The liver is homogeneous, without evidence of a mass concerning the injuries reported in this case, the following one was reported via social media: urinary tract infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left side, the complete spring portion of essure device did not come out intact so harmonic was used to remove/ essure springs: multiple (3) metallic springs") and pelvic pain ("severe pelvic pain/ pain (constant and severe)/ pelvic pain") in a 43-year-old female patient who had essure (batch no. C38209, UDI no. L) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, dilatation and curettage, novasure ablation at the time of essure insertion done" on (B)(6)2015. The patient's medical history included knee injury, dysfunctional uterine bleeding, dysuria, muscle weakness lower limb, pneumonia, upper respiratory infection, bronchitis, enteritis, perleche, contusion, laryngitis, hyperlipidemia and smoker. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included back pain, irritable bowel syndrome, acute cystitis (acute cystitis without hematuria) and uterine fibroids. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide;formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverine (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (relistor), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol, simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6)2015, the patient had essure inserted. In may 2015, the patient experienced hot flush ("hot flashes"). In may 2015, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy/"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), dermatitis contact ("rashes/rashes from nickel"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)/ abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)2016, the patient experienced diarrhoea ("diarrhea/ chronic iarrhea"), abdominal distension ("bloating") and nausea ("nausea"). On (B)(6)2016, the patient was found to have weight increased ("weight gain (gained 50lbs from placement to removal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with antipropulsives, betamethasone, betamethasone dipropionate (diprolene), loperamide hydrochloride (imodium), lorazepam (ativan), methylcellulose, sertraline, sertraline hydrochloride (zoloft), tizanidine hydrochloride (zanaflex) and surgery (bilateral salpingectomy to remove essure on (B)(6)2017). Essure was removed on (B)(6)2017. In march 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the device breakage, hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, dermatitis contact, skin disorder, vaginal discharge, hot flush and urinary tract infection outcome was unknown and the allergy to metals, procedural pain and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis contact, device breakage, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Diagnostic results: current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs CT abdomen and pelvis without contrast: findings: abdomen: the visualized lung bases are clear. The nonclistended stomach appears grossly normal. The liver is homogeneous, without evidence of a mass us pelvis with transvaginal: suspect 3 mm benign-appearing endometrial canal cyst. Multi fibroid uterus (B)(6)2017: surgical pathology report: final pathologic diagnosis: bilateral fallopian tubes: two segments of fallopian tubes, benign. Essure springs: multiple (3) metallic springs, gross examination only concerning the injuries reported in this case, the following one was reported via social media: urinary tract infection concerning injuries reported in this case the following ones were described in patient medical records: device breakage, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant and severe)/ pelvic pain") in a 44-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee injury and dysfunctional uterine bleeding. Concurrent conditions included back pain and irritable bowel syndrome. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide w/formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverin (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (relistor), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol (ventolin), simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chiantis). On (B)(6) 2015, the patient had essure inserted. In may 2015, 1 day after insertion of essure, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy/"). In may 2015, the patient experienced hot flush ("hot flashes"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), dermatitis contact ("rashes/rashes from nickel"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)/ abdominal pain"). On (B)(6) 2016, the patient experienced diarrhoea ("diarrhea/ chronic diarrhea"), abdominal distension ("bloating") and nausea ("nausea"). On (B)(6) 2016, the patient experienced weight increased ("weight gain (gained 50lbs from placement to removal)"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with tizanidine hydrochloride (zanaflex), methylcellulose, antipropulsives, loperamide hydrochloride (imodium), sertraline, sertraline (zoloft), lorazepam (ativan), betamethasone dipropionate (diprolene), betamethasone and surgery (bilateral salpingectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. In march 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the allergy to metals, procedural pain and anxiety was resolving and the hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, dermatitis contact, skin disorder, vaginal discharge, hot flush and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis contact, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs CT abdomen and pelvis without contrast: findings: abdomen: the visualized lung bases are clear. The non clistended stomach appears grossly normal. The liver is homogeneous, without evidence of a mass concerning the injuries reported in this case, the following one was reported via social media: urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2018: social media: new event: urinary tract infection was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain (constant and severe)") in an adult female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee injury. Concurrent conditions included back pain. Concomitant products included amitriptyline, atorvastatin, baclofen, budesonide w/formoterol fumarate (symbicort), clotrimazole, cyclobenzaprine, diazepam, dicycloverine (dicyclomine), gabapentin, hydrocodone, hydromorphone, ibuprofen, loperamide, lorazepam, methocarbamol, methylnaltrexone bromide (relistor), mirtazapine, nystatin, oxycodone, oxymorphone hydrochloride (opana), paracetamol (acetaminophen), salbutamol (ventolin), simvastatin, tizanidine, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain (gained 50lbs from placement to removal)"), diarrhoea ("diarrhea/ chronic diarrhea"), hormone level abnormal ("hormonal changes"), abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/ headaches"), nausea ("nausea"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain (constant and severe)"). In (B)(6) 2017, the patient experienced allergy to metals ("an allergic reaction to nickel/ nickel allergy"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("anxiety"). The patient was treated with tizanidine hydrochloride (zanaflex), methylcellulose, antipropulsives, loperamide hydrochloride (imodium), sertraline, sertraline (zoloft), lorazepam (ativan), betamethasone dipropionate (diprolene), betamethasone and surgery (bilateral salpingectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, weight increased, diarrhoea, abdominal distension, alopecia, migraine, depression and abdominal pain was resolving. At the time of the report, the allergy to metals, procedural pain and anxiety was resolving and the hormone level abnormal, autoimmune disorder, dysmenorrhoea, fatigue, nausea, rash, skin disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, diarrhoea, dysmenorrhoea, fatigue, hormone level abnormal, migraine, nausea, pelvic pain, procedural pain, rash, skin disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 190 lbs. Approximate weight at the time of essure placement 177 lbs most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporter added. Plaintiff¿s demographics, concurrent and historical condition and concomitant medications added. Essure indication updated and lot number added. New events, hormonal changes, autoimmune disorder, dysmenorrhea (cramping), fatigue, hair loss, migraines / headaches, nausea, bloating, abdominal pain (constant and severe), vaginal discharge, rash, skin conditions, depression and anxiety ere added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.